Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 22 mg/dl at the time of hospitalization. Customer stated that he fell on the insulin pump and it cracked around the drive support cap. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked end broken off a piece of the end cap and the drive support disk. Unable to perform the rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. However, unit passed displacement test. Unit alarmed during self test due to faulty component on the frequency board. Unable to download the insulin pump history due to alarms. Unit had scratched display window and cracked case at display window corners.